Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/28/2015 with the following findings: moisture was observed inside the pump. There was a crack near the display screen that was determined to be the cause of a leak. Moisture was observed on the oled and the force sensor plate. The display screen was dim and discolored. The battery compartment was cracked below the bumper pad. Unrelated to these issues, the keypad was found to be peeling, but all of the buttons were still responsive. No contamination was found on the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the pump casing was damaged near the display and on the battery compartment, the display screen was dim and discolored, and moisture was on the internal components of the pump. This report is made based on results of investigation completed on 09/28/2015.